Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an invalid transmitter ID alert. During troubleshooting with tandem technical support, a new continuous glucose monitor (cgm) session was successfully started. During a follow-up call, the customer reported intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. The customer attempted to correct for elevated blood glucose (bg); however, due to the cgm readings not being displayed, was unable to deliver the accurate bolus amount. The customer did not have fingersticks available. The customer experienced diabetic ketoacidosis with a blood glucose of 900 (mg/dl). And was subsequently hospitalized. The customer was treated with intravenous drip, insulin drip, and pain medications. The customer was released on (B)(6)2019 with the issue resolved and no permanent damage. A replacement transmitter was sent to the customer.